Event description:
It was reported that the 6600 system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The scan convertor, video switch, and image processor were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.